Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no display on the front panel occurred due to printed-circuit board failure. The cause of the faulty cr board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The high flow insufflation unit was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that there was no display on the front panel due to a faulty printed circuit board. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found that there was no display on the front panel due to a faulty printed circuit board. Additionally, it was found that the damper was broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.